Event description:
It was reported that during a shoulder rotator cuff repair surgery, after the anchor of the footprint suture anchor was implanted, when the anchor was removed, it simultaneously removed with the inserter. An additional bone hole was required. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one footprint ultra pk suture anchor assembly was used for treatment, and was returned for evaluation. The anchor was returned freed from the inserter. The body was fractured into two portions. Sutures were absent with exception of the stay suture. Assessment confirmed the inner shaft would not advance or retract within the inserter shaft. The torque limiter was excessively backed off counterclockwise disengaging the rotational inner shaft. Per instructions for use warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ and instructions for use includes contraindications which lists: ¿physical conditions which would eliminate, or tend to eliminate, adequate anchor support or retard healing¿. This would include the compromised bone condition reported. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacturing process was confirmed.